Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and high pacing threshold measurements. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.